Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced procedural pain ("hurting like you know what"). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. The reporter commented: plaintiff lost 13 lbs since her surgery (she was 03 weeks post op). Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and procedural pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery") in a female patient who had essure (lot number requested unsuccessfully) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("hurting like you know what"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. The reporter commented: plaintiff lost 13 lbs since her surgery (she was 03 weeks post op). Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bleed like a stuck pig') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("hurting like you know what"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and was found to have thyroid cancer ("throid cancer") and vitamin d decreased ("vit d levels which dropped"). The patient was treated with ethinylestradiol;levonorgestrel (seasonique) and surgery (hysterctomy and throidectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, procedural pain, thyroid cancer and vitamin d decreased outcome was unknown. The reporter considered genital haemorrhage, procedural pain, thyroid cancer and vitamin d decreased to be related to essure. The reporter commented: plaintiff lost 13 lbs since her surgery (she was 03 weeks post op). With the hysteroscopy he said there are no polyps or anything else. Concerning the injuries reported in this case, the following ones were reported via social media: procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received from social media: events added- genital haemorrhage, vitamin d decreased and thyroid cancer. Event medical device removal was removed and marked as non-drug treatment for genital haemorrhage.treatment drug added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.